Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the physician advanced past the lesion and began to pull back, the ivus catheter kinked, and the wire coiled upon itself. The devices were removed from the patient intact, and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscope inspection revealed the imaging window was twisted. Based on the evidence, the as reported code of catheter material twist and catheter kinked can be confirmed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the physician advanced past the lesion and began to pull back, the ivus catheter kinked, and the wire coiled upon itself. The devices were removed from the patient intact, and the procedure was completed with another of the same device. There were no patient complications.